Manufacturer narrative:
The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The unit was delivered to the customer on november 11, 2015. The legal manufacturer provided the following possible causes for the reported event are presumed as follows: users were using sdi signals converted to hdmi signals. Since the image was displayed when the monitor capable of reflecting sdi signals was transferred, it is assumed that there was no abnormal in the device concerned and the image is not displayed on the monitor due to an adaptor that converts sdi to hdmi or a failure of hdmi cable. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.

Manufacturer narrative:
As part of investigation, the technical assistance center (tac) assisted the customer with troubleshooting. Upon discussion and troubleshooting tac discovered that the customer was taking an serial digital interface (sdi) signals out from the processor to a non-olympus validated viewsonic monitor. The customer reported that the unit was working with this set-up in other rooms and is now reading no output. The customer attempted another monitor with no resolution. The customer informed tac that the sdi signal was going into a converter and then converted to high-definition multimedia interface (hdmi) to the monitor. Tac instructed the customer to attach the sdi directly to the monitor and the image issue was resolved. It was determined that there was no issue with the olympus equipment; however, it is uncertain if the issue was attributed to the hdmi cable or the connection sdi to hdmi adapter. The device was not returned to the service center for evaluation. The exact cause of the reported event cannot be determined at this time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that there was no image on the monitor from the video center. There was no patient involvement reported.